Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2004, the pt had contacted lifescan and reported that his one touch ultra meter was reading inaccurately high. Lifescan another country contacted the patient for further information regarding the meter issue. It was discovered during troubleshooting that the patient's meter was in the wrong unit of measurement (mg/dl instead of mmol/l). A result of 120 mg/dl (6.7 mmol/l) was provided on his meter. That result was misinterpreted as '12.0 mmol/l'. He had never gone into the meter settings to change anything. He had also not changed the battery in the meter recently. He had only changed the code on the meter. The meter was in the wrong unit of measurement eight months earlier. The patient had not experienced any symptoms during the time the meter was in the wrong unit of measurement. The test strips were verified to be in good condition and within the expiration date. The patient's testing technique was also correct. The patient had visited his doctor (date unknown), and the doctor's meter result was 5.2 mmol/l (94 mg/dl), which does not reflect any serious injury. He was not given any treatment. He had also mentioned that about 2 months ago, a lab test was done and the hospital had called him with the result of 2.5 mmol/l (45 mg/dl). It was not until noon that same day that he felt "unwell" and ate some food. He did not receive any medical attention. Based on the information provided, there is indication that the product malfunctioned. The patient reported that the meter was previously set to the correct unit of measurement and the patient had not changed the unit of measurement through the meter settings. Therefore, there is a possibility that the unit of measurement spontaneously changed from "mmol/l" to "mg/dl". However, there is no indication that the patient experienced injury due to the product. This case is reported as meter malfunction. A meter replacement was sent to the patient.